Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that neoflon pro 26ga 0.6mm od 19mm l catheter rolled out of the skin and was unable to penetrate. This occurred on 1000 occasions. The following information was provided by the initial reporter: vialon catheter rolls out of the skin, can not penetrate via skin.

Event description:
It was reported that neoflon pro 26ga 0.6mm od 19mm l catheter rolled out of the skin and was unable to penetrate. This occurred on 1000 occasions. The following information was provided by the initial reporter: vialon catheter rolls out of the skin, can not penetrate via skin.

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the photos, needle through catheter was observed, however as the photos are not clear the reported defects could not be seen clearly. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the needle to be pierced through the catheter could be due to the user having partially withdrawn the needle from the catheter and upon reinserting the needle back, the needle pierced through the catheter and damaged the catheter. However, as the photo was not clear so the reported defects could not be seen clearly and no samples were not returned, the root cause could not be established. H3 other text : see h10.